Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shwoed cassette not latched alarms. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not latched alarms. Review of event log found cassette unlatched and removed alarm. Device had bubbled downstream occlusion (dso) seal and scratched lens. The reported problem was verified by functional testing. The cause is the latch lock flex. Replaced the latch lock flex to correct the issue. The device passed all functional tests after the repair.